Manufacturer narrative:
The reported complaints of the autopulse platform not powering on and electrical issue were not confirmed. The ap platform (sn (B)(4)) powered on properly with a known good ap li-ion battery and no electrical short was observed. Unrelated to the reported complaint, a bent battery lock on the ap platform was observed during visual inspection. This type of physical damage on the ap platform can occur due to user mishandling. The damaged part identified was replaced. During archive data review, an ap li-ion battery with serial number (B)(4) that was used during operation showed it was disconnected as a result of roughing/shaking of the device. However, it is not known if the battery was a possible cause as the battery was not returned for investigation. Device passed the initial functional testing. The device was tested with lrtf (large resuscitation test fixture) for approximately 30 minutes and no problem found. The ap platform functions as intended and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the crew had two monitors hooked up onto the patient and they shocked the patient and was unable to convert to normal sinus rhythm. The crew then did a stacked shock where two monitors with the stat pads attached to the patient and shocked the patient with both monitors at the same time. Following this, the autopulse platform (sn (B)(4)) shut down and the crew smelled electrical smoke. They tried to power on the platform but were unsuccessful. When the crew got back to the station and tried a fully charged battery from their charger, the platform power on successfully. Patient care was not compromised as the patient achieved rosc. No patient consequence.